Manufacturer narrative:
The devices were not returned for evaluation; they were discarded at the hospital. Without return of the units it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the cardiac output numbers are running low. Troubleshooting was conducted with the rep and tech support. The staff knew the numbers were incorrect because the flotrac was giving the correct numbers. Actual occurrence dates are unknown. No patient complications reported. No catheters were saved for examination.